Event description:
The customer contacted stryker to report that their device's controls were unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was advised that due to the age of the device, stryker is unable to service it. The device was not returned to stryker. The cause of the reported issue can not be determined.